Event description:
It is reported that the groshong nxt clearvue PICC was placed on (B)(6) 2011, which is 44 cm in length. On (B)(6) 2011, the nurse moved the catheter. She notified there was rupture in the place labeled with 34.5 cm of the catheter.

Manufacturer narrative:
The complaint of a subcutaneous leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a single partial tear in the catheter tubing. The partial tear and crease is located between the 35 and 36 cm depth markers. The tear is nearly perpendicular to the axis of the tubing. The tear exhibits smooth rounded edges. The tubing surrounding the tear site is compressed. The catheter may have been placed in an area where torquing and kinking is susceptible. These characteristics of rounded edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. The IFU contains illustrated directions on properly securing the catheter, which should help prevent the catheter from kinking. The product instructions for use (IFU) caution the user to minimize the risk of catheter breakage and embolization by securing the catheter in place. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture.